Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a floating black particle was found inside a secure eva 3000 ml bag. It was further reported that the fluid was filtered with a 0.2 micron filter and the filter integrity test passed. The floater was noted by the pharmacy during the packaging of the order. There was no patient involvement. No additional information is available.